Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged during the implant procedure. The lead implant was eventually successful and the lead remains in use. No patient complications have been reported as a result of this event.